Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: (B)(6)2024 h.6. Investigation summary: samples were received and an investigation was performed. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. H3 other text : see h.10.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog. This is an inquiry from a patient who received a microfine. He said that when he tried to inject insulin, there was no emptying. We kept the needle that could not be used. The patient is not sure if it is defective or not, especially as far as we can see, and has asked us to investigate.

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd micro-fine¿ pro pen needles the needle was clogged. The following information was provided by the initial reporter, translated from japanese to english: this is a complaint about clog. This is an inquiry from a patient who received a microfine. He said that when he tried to inject insulin, there was no emptying. We kept the needle that could not be used. The patient is not sure if it is defective or not, especially as far as we can see, and has asked us to investigate.